Event description:
The customer reported that the screen stays black. The fse reported that they were unable to perform exams. This would result in no image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were repaired during the service call. The system was tested and found to be working as intended and put back into service.